Event description:
In 2008, the pt reported she was calling from the emergency room of the hospital, where she was on an insulin IV drip to help bring down her blood glucose. She stated, she was vomiting and very thirsty when she arrived. She stated, she was concerned that no insulin is coming out during a prime. To troubleshoot, the pt was instructed to run a prime and no insulin came out. The pt was again instructed to run a prime and insulin came out. The pt stated, she removed the insulin cartridge from her infusion device earlier today and re-inserted it without priming. The pt was advised that a prime should be run any time the cartridge is removed. Troubleshooting did not find any other user or product issues. On follow up in 2008, the pt stated she was released from the hospital yesterday and her blood glucose readings are back to her normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.